Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump error 63 confirmed in insulin pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. Device received with missing display window cover, pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 545 mg/dl. The customer reported that insulin pump had insulin flow blocked alarm. It was unknown that if the insulin pump was in auto mode at the time of the incident. Insulin pump had hardware low level failures alarm. The insulin pump will be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.